Event description:
Information received from the field does not address the patient's clinical status but notes that the measured data displayed erroneous values. The pulse amplitude was 4.5 v, but the battery current was at 3.0 ua, not the expected 60 ua.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 and f12 - distributor